Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD) battery moved from beginning of life (bol) to the middle of life 1 (mol1) out of the box. The device was not used and will be returned for analysis.